Manufacturer narrative:
UDI was not available on the date of filing. Manufacture date was not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that parts were replaced and the system was then functioning as designed and successfully passed a system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The analysis determined that there was an electrical failure with the cable. Through functional testing and physical/visual examination the reported issue was confirmed as the cable jacket had separated at the lemo connector exposing the shield wire which had been severed. No bare conductors had been exposed. A continuity test revealed a short from pin 1 to pin 4 of the usb cable. Pins 2 and 3 were open. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the electromagnetic localization system power/communication cable was frayed right at the green area of the cable. The site stated this was causing intermittent issues when using the electromagnetic localization system. There was no patient present.